Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was not able to reset pump at time of call because charger was not available. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.